Event description:
It was reported that a continuous alarm occurred. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the labels intact, and the pump with rear housing damage. A review of the event history log identified multiple no disposable messages in the history. Functional testing was done and during power up, the reported problem was not verified. The root cause of the reported problem was unable to be determined. The downstream occlusion sensor was replaced and upstream sensor re-calibrated as a preventive measure. This MDR was generated under protocol (B)(4).